Manufacturer narrative:
Bsm details of complaint: the customer reported that a bradycardia event did not alarm at the central nurse's station (cns) or bedside monitor (bsm). The involved patient was then found to be deceased by the staff. The customer tested the bsm and found that it was working as intended, prompting them to believe that the device was silenced by their staff. Investigation summary: the device log files were sent in for analysis. The root cause has been identified as use error. The logs analysis revealed that the alarms were in fact emitting and the customer was able to confirm after the event that the cns was alarming through video recordings at the facility. There is no evidence of an nk device malfunction. The cause of the issue has been identified as use error and not a result of a device malfunction. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. G7: adverse event term(s). H2: if follow-up, what type?. H6: event problem and evaluation codes.

Event description:
The customer reported that a bradycardia event did not alarm at the central nurse's station (cns) or bedside monitor (bsm). The involved patient was then found to be deceased by the staff. The customer tested the bsm and found that it was working as intended, prompting them to believe that the device was silenced by their staff.

Manufacturer narrative:
The customer reported that a bradycardia event that did not alarm at the central nurse's station (cns) nor the bedside monitor (bsm), after which the involved patient was reported as deceased. The customer also stated that they tested the bsm and that it worked as intended, prompting them to believe that the device was silenced by their staff. The patient had an alarm condition that did not alarm at the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: pu-681ra, serial #: (B)(4), device manufacturer data: 10/07/2020, unique identifier (UDI) #: (B)(4). Model #: bsm-1753a, serial #: (B)(4), device manufacturer data: 07/08/2019, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that a bradycardia event that did not alarm at the central nurse's station (cns) nor the bedside monitor (bsm), after which the involved patient was reported as deceased. The customer also stated that they tested the bsm and that it worked as intended, prompting them to believe that the device was silenced by their staff. The patient had an alarm condition that did not alarm at the cns.